Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
The customer reported that the ac power module had failed. Philips sent the customer a new ac power module. Subsequently, the customer reported to philips that the new ac power module resolved the issue.